Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid arthroscope's lens were scratched. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reported malfunction by the customer was not confirmed. Instead, foreign particles were found in the optical unit. Based on the results of the investigation, it was presumed that the likely cause was excessive force exerted by the customer. Olympus will continue to monitor field performance for this device.